Manufacturer narrative:
D4: expiration date: lot r24b15017 expiration february 15, 2026 and lot r24b03130 expiration february 04, 2026. H4: the lot r24b15017 was manufactured on february 16, 2024. The lot r24b03130 was manufactured on february 05, 2024. H11: the actual device was received for evaluation. Visual inspection was performed and a separation was observed between the assembly of the tubing and the third y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition was determined to be the lack of solvent on the circumference of the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the plastic y site joint and subsequently leaked. This occurred during an unspecified antibiotic infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: two potential lot numbers were provided r24b15017 and r24b03130. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H11: should additional relevant information become available, a supplemental report will be submitted.